Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the rate/sense channel that was oversensed and inhibited ventricular pacing.